Event description:
From provider's report: during a laparoscopic cholecystectomy the endo catch device bag used to remove the gallbladder tore 3 times in a row. Bag appeared to come out with all pieces intact. After the bag tore the second time doctor enlarged the incision a bit. The fourth bag was successful. Clinical engineering evaluation: there was some confusion about how many devices failed. Two failed devices were recovered, along with packaging. It is not clear if there was a third that failed. The failed devices were torn about 2cm from the distal end of the pouch. The pouch material seemed to be all present (no pieces missing), but torn. There were no obvious visible defects in the material. The two that failed were from different lots. It appears that too much material was in the pouch when it was being pulled through the incision and it burst. The bags failed by tearing in the middle, not along any seam, so a material defect seems unlikely.====================== manufacturer response for laparoscopic specimen pouch, autosuture (per site reporter)======================evaluation in progress====================== manufacturer response for laparoscopic specimen pouch, autosuture (per site reporter)======================evaluation in progress.